Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: could you please provide more details for "miss firing"? Miss firing of the circular stapler in a cancer colon case (cdh33) during the or time (after firing we noticed that it didn¿t make the stapling process of the tissues and the anastomosis) where within the gap setting scale was the orange indicator prior to firing? The orange indicator was in the green zone of gap setting scale (it was around the middle of the gap setting scale ) what confirmation was received that the device was fully fired? We received the audible and tactile feedback did the device staple? It didn¿t staple was the staple line complete? No were there any staples missing from the staple line? No staples what was the shape of the staples (b-formation, irregular, legs straight)? Legs straight were the staples deployed into the tissue? No were the staples seen in the surgical field? No did the device cut? Yes was the cut line fully circumferential around the target tissue? Yes if the device fully cut, were both tissue donuts present? No, we didn¿t find the donuts also if the device fully cut, were both donuts complete? We didn¿t find the donuts how many counter-clockwise revolutions were used to open the device? ¾ counter clockwise how was it confirmed that the anvil was free from the tissue prior to removing? After firing the surgeon made 3/4 counter clockwise and then tilting to the right and left to remove the stapler, then he noticed that the process of anastomosis and stapling failed after firing was the adjusting knob turned ½ to ¾ revolutions? Yes was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes who fired the device? The surgeon ((B)(6)) who removed the device? The surgeon ((B)(6)) was the safety reset prior to removal? Yes what was the users experience with the device? It was the first time to happen this obstacle and miss firing with this surgeon with circular stapler could you please provide more details for "were fragments generated? Yes? The surgeon noticed many fragments were generated in the field and tissues after the miss firing of the stapler (but handled and overcame ) there was any physical damage identified? No physical damage is occurred if information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a sigmoidectomy, miss firing of a circular stapler in a cancer colon case during the or time. They started the process of the anastomosis again with a new circular stapler. The surgery was delayed by 20-minutes. Fragments were generated but removed without additional intervention. The procedure was completed successfully with no patient consequences.